Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process, ensuring the alarm did not recur after the reset. The customer was advised to continue using the pump and to report any future occurrences of malfunction codes.